Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the temperature probe does not fit snuggly into the temperature port on the patient circuit and must be taped into place for use. The reported issue occurred while in use with a patient but there was no patient compromise associated with this reported issue.